Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not fire properly. The surgeon cauterized and placed clips to complete the procedure. The hosp has reported no pt injury occurred.